Manufacturer narrative:
(H3) the most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in an hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. (D10) concomitant device(s): (B)(6) 180-01-56 - crown cup, cluster-hole gr.56. *the following sections have corrected information: b5: describe event or problem. D1: brand name.

Event description:
It was reported that this male patient's hip was revised approximately 5 years 2 months post op. The patient had a hip prosthesis cup from exactech implanted in 2019. He came in for a check-up in (B)(6) 2023 because of pain that had been present for months with suspected loosening of the prosthesis. The x-ray and CT scan showed minimal decentration of the prosthesis head and unusually pronounced osteolysis in the acetabulum. A skeletal scintigraphy was performed to rule out loosening and then the indication for an inlay change was made. This was done in (B)(6) 2024 on a vit e-hardened specially approved inlay. As part of the replacement operation, in addition to the inlay exchange, the firm integrity of the socket was determined, the cysts in the socket were curettaged and filled using hydroxyapatite + calcium (ceramic bone void filler) and the prosthesis head was replaced.

Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this patient was revised due to poly wear. The initial implant date is unknown. No further information is available at this time.